Event description:
The subject device was used during an open procedure of total resection of right ureter and partial cystectomy. During the procedure, there was no massive bleeding. However, after the procedure, bleeding was found by CT scanning. Then, the surgeon carried out an abdominal operation again and the bleeding was stopped. The patient is getting better. The surgeon commented that he think the cause of bleeding wasn't the subject device.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Based on the reported event, omsc concluded that the accidental bleeding occurred. This report is being submitted as a medical device report in an abundance of caution.